Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8fr sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, when the plunger was removed from the second prostyle device, the suture broke. When the device was removed, the knot was found unraveled. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 20fr sheath, and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.